Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was initially reported to physio-control customer that the customer's device had an issue with the internal batteries. During device evaluation, physio observed that the device would switch off a few seconds after it was turned on. The charge-pak and attention icons were showing in the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the customer had installed a shorting plug onto their charge-pak battery charger, removed the shorting plug (which pulled the contacts backward) and then installed the depleted charge-pak battery charger into the device. The depleted charge-pak battery charger depleted the device's internal hybrid layer capacitor (hlc) batteries. The device was opened and internal physical inspection was performed without observing any discrepancies. The cause of the reported issue was due to the customer installing a shorting plug onto the charge-pak battery charger and then installing the depleted charge-pak battery charger into their device. A replacement device had been provided to the customer under warranty.